Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Can you confirm that the patient experienced ureteral perforation and not urethral? How was the ureteral injury addressed? What does the surgeon believe was the etiology of this perforation? Describe any medical/surgical intervention including dates and results. What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6)2017 and the mesh was implanted. It was also reported that the patient experienced urethral perforation by the mesh, voiding difficulty post-op, pain and difficulty inserting catheter. The mesh traversing urethra was removed transurethrally. Additional information has been requested.